Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 482mg/dl due to a bent cannula. Customer treated with a bolus. Customer indicated that their doctor has not been contacted and their blood glucose value was 176mg/dl at the time of the call. Troubleshooting was declined by customer. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was also advised that the infusion sets will be replaced.